Event description:
It was reported to covidien that the calcium oxide package that ships with the easycap ii got wet and the pt received a burn on the arm. No other info is available.

Manufacturer narrative:
No product returned for eval. The lot number was not provided so MFR date is unk. The customer has not responded to our inquiries for further info. The MFR of the calcium oxide packet - sud-shemi - states packet will generate heat on contact with h2o or moisture. This risk is indicated on the packaging.